Event description:
It is reported that the pt states that he has been experiencing right hip pain and swelling periodically since the time of his surgery. He reports pain that goes from the back of his hip and down the side of his leg. This pain has become constant over the past two weeks. The pt also reports that for the past few months, he has experienced daily swelling in the hips. The swelling occurs regardless of his activity level. The pt also says that he cannot lie on his left side at all because of the intense pain.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.